Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) was brought to the hospital subsequent to experiencing a syncopal episode which required external defibrillation. Attempts to interrogate the ICD revealed that it was in fallback mode.